Event description:
It was reported that during a laparoscopic roux-en-y procedure there was a lot of pneumo loss from the trocars. The (B)(4) trocar was also being used but the leak was not as bad as the other trocars. The case was completed with the devices with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements.